Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off while in use (infusion set adhesive issue) which she didn't notice that it was detached for nearly an entire day which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, she first went to emergency room and was subsequently hospitalized due to high blood glucose level. She had high ketone level which her healthcare professional assessed as dangerous or life threatening. The highest blood glucose level of the patient related to the incident was 1200 mg/dl. Moreover, the infusion set had been used for 3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On 01-sep-2023, the patient was released from the hospital with no permanent damage. No further information was available.